Event description:
According to the reporter, the device failed to alarm for an occlusion. This occurred during testing and no patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the device gave no occlusion alarm. The unit was triaged. While running, the upstream and downstream tubings were clamped three times each using hemostats. Each time, feed/flow alarm functioned as normal; the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.